Manufacturer narrative:
The catalog number and lot code have not been provided. The device was reported as an unknown head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured device involving an ceramic head was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "The alumina v40 head was reassembled and. Approximately 90% of the head was returned due to several missing fragments. The fracture origin and direction of fracture propagation could not be determined due to post fracture abrasion and edge chipping. A metal transfer ring was observed at the proximal end of the returned fragments, indicating proper seating between the taper and trunnion of the stem." The mar concluded: "no material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as medical records were not provided. Review of the device history records for catalog: 6565-0-236, (supplier batch code:100911) , that includes lots: 9411001, 9411002, 9313601, 9313602, 9009801: records indicate devices were manufactured and accepted into final stock between 19th april 2004 and 18th may 2004 with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lots. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information, such as operative reports, x-rays, patient history, progress notes are needed to fully investigate the event. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported by stryker sales rep that the nurse at (B)(6), reported a failed exeter stem. The sales rep reported that he has in his possesion a stem that snapped at the neck level, a head fractured in half and a liner. Update: the fracture happened inside the patient and the patient was brought back to hospital for a revision.

Event description:
It was reported by stryker sales rep that the nurse at (B)(6) orthopaedic centre, reported a failed exeter stem. The sales rep reported that he has in his possession a stem that snapped at the neck level, a head fractured in half and a liner.